Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient was encountering poor communication and the patient "needs help using it." According to the caller the patient had been out of the country for 5 weeks and was having some pain at the end of their coccyx. The pain began after a laparoscopic surgery for a prolapsed return, which the patient had prior to implant and the pain and surgery were both confirmed to be prior to the implant and so the patient thought that the pain was unrelated to their device. However, the patient indicated that the pain got worse while the patient was out of the country because the patient was bouncing around on an animal safari so the patient wanted to turn stimulation off because they knew the lead wires were near the area of pain. While assisting the patient with turning off stimulation the patient encountered poor communication and thought that they never actually turned stimulation off because they did not follow the same steps as during the call. Troubleshooting during the call could not resolve the poor communication, but a second call from the patient indicated that after placing the batteries back in the pp later the issue was resolved. Additional information was received and it was reported that patient had zapping and pain in the coccyx any time they sat down since the implant. Patient stated they also had a gradual loss of therapy, patient had incontinence, loss of sensation, sphincter control, and stated that nerves and everything down there worsened and it was possibly from age. Patient stated the coccyx pain instantly went away when turning the ins off. Patient waited 2.5 months to see if their symptoms worsened, and they had not so they were pursuing explant. Patient mentioned they had spinal pain and pain in the back and leg from spinal stenosis, which was new and became aware of it 'not sort of suddenly'. Patient had a calcified node in the same location and could not have an MRI. Patient had a cat scan for the s pinal stenosis and mentioned they had diarrhea prior to implant and had a lot of scar tissue in the area from prior surgeries and the implant. Patient was to get their device removed in 2 weeks. No further complications were reported.